Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller reported a connection issue when trying to use the handset/communicator to connect to the mystim app; they stated that they were trying to connect to the implant, and kept getting a message that the device was not found or it would get stuck spinning at connecting. The caller stated that the stimulator was sending the pulses through their body, and they were trying to turn it off/down while they were driving but it would not connect. The caller added that they saw a yellow light on the communicator even though it had been plugged in for 8 hours, so they were not sure why it showed that. The caller stated they were connected now but worried why it wouldn't connect when they needed it to. The agent walked the caller through resetting the communicator and restarting the handset. The caller confirmed they were able to successfully connect. The agent had the caller close the app, power it off and back on handset and connect to app to show successful communication if starting from a powered down state. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.